Manufacturer narrative:
Additional information:it was confirmed that a bifurcate device was implanted along with the endurant limb during the index procedure. Analysis summary: the reported endoleak seen immediately following implant could not be confirmed from the pre-implant CT¿s. Images during implant were provided; therefore, the reported event including the type or location of the endoleak could not be assessed. Post-implant CT¿s were not available for review and the stent graft in-vivo configuration could not be evaluated. Analysis of the returned films did not reveal any obvious anatomical anomalies that may have led to the reported type iii endoleak. The reported limb relining could have resolved several different endoleak types. A type iii fabric endoleak would be less likely to have occurred at index; however a type iiia junctional endoleak due to insufficient component overlap could not be ruled out. This may have been an acute type IV blush endoleak caused by fabric porosity which most likely would have self-resolved within 24 hours. Other factors such as heparin dose, outflow resistance, imaging quality, and volume of the aneurysm sac may have also contributed to this possible type IV endoleak. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The subtype of type iii endoleak is unknown. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft limb was implanted for the endovascular treatment of a 98mm abdominal aortic aneurysm. It is reported that during the index procedure a type iii endoleak was observed. This endoleak was then resolved by relining the stent graft limb etlw1624c124e with another endurant limb etlw1616c93e. As per the physician the cause of the event is due to patient anatomy, which was reported to be tortuous. No additional clinical sequelae was provided and the patient is fine.